Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was removed because of infection on an unk date. Add'l info has been requested from the hcp, but was not available as of the date of this report.